Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The root cause could not be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
An optometrist reported mild corneal haze in a patient's left eye 1 month and 17 days post photo refractive keratectomy (prk). Topical steroid dosage was increased. Additional information has been requested.

Manufacturer narrative:
(B)(4).

Event description:
Upon follow up, haze is reported to be improving. Patient continues to use steroid medication.